Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No unexpected no delivery alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump failed high pressure test and customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 520 mg/dl at the time of the incident. The customer was at 131 mg/dl at the time of the call. The customer reported 2 no delivery alarms that were resolved by set changes. The customer was given intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer stated no alarm was triggered even after getting a bent cannula. Troubleshooting was completed and the pump failed the high pressure test. The customer reported a bent infusion set cannula when they took out the infusion set. The insulin pump will not be returned for analysis.